Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
Additional information received noted that the event was observed in clinic.